Event description:
Since (B)(6) 2018 in situ measurements have shown an increase over time in the number of high or short circuited channels, including some channels fluctuating in and out of affected status. In (B)(6) 2020, even though expert measurement shows intermittencies, the audiologist modified the map to try and the child showed a positive response to stimulation in the office. The device has been explanted. This report refers to 9710014-2019-00653. For further information please refer to this report.